Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer submitted to the FDA the following info: the customer reported being hospitalized for high blood glucose levels due to the infusion sets being worn at the time. The customer also developed ketones. Nothing further was reported.